Event description:
Boston scientific received information that this product was part of a system revision due to infection. However, during the initial extraction, this right atrial (ra) lead could not be removed as it was imbedded in the patient's tissue. Hence, the lead was removed in a separate date. However, during extraction, the physician reported that the tip of the lead broke off and was left in the patient's heart. There was no further information given on this event. The lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.